Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited inappropriate mode switching; the patient experienced muscle stimulation. The lead was capped and replaced on (B)(6) 2016. The patient was fine post procedure was discharged.